Event description:
It was reported the control panel arm on an epiq cvx ultrasound system dropped quickly. There was no patient or user harm. The service engineer replaced the control panel arm gas strut to resolve the customer¿s immediate issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.